Manufacturer narrative:
Continuation of d10: product ID: neu unknown lead, serial #: unknown, explanted: (B)(6) 2024, product type: lead. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown. G2. Foreign: sweden. H6 codes refer to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a revision done in (B)(6). Additional information was received. It was reported that on (B)(6) the lead was replaced to a brand new one. The manufacturer representative (rep) noted that "the issue before that was before my time".

Manufacturer narrative:
Additional information received confirmed that this event was a duplicate of one previously reported in MFR report#: 2182207-2024-02164 on 29-mar-2024. The manufacturer first became aware of this event on 18-mar-2024. Any additional information received related to this event will be report in MFR report#: 2182207-2024-02164. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.